Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative that was confirmed with the hcp. It was reported that the cause of the poor coupling and intermittent connection appeared to be the location and angle of the battery. Patient education occurred on (B)(6). Rep and patient were able to get 6 bars during charging session, if the recharger was positioned properly over the battery. The issue had resolved and the patient was going to charge the battery on her own and if the charging remained difficult, she would speak with her doctor about a possible pocket revision. Patient¿s weight information was provided. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has poor coupling with recharging. The patient cannot get more than 0 coupling boxes. Antenna locate was attempted and the patient saw 30-34 and did not connect. No symptoms were reported. The caller stated that the physician removed the bandages and the patient programmer and 8840 could communicate with the patient's ins without issue. It was reviewed that the patient may have swelling, the implant could be too deep, and the best way to rule out the recharger issue was to try another recharger. The patient was going to try another recharger. Additional information received from the manufacturer representative (rep) reporting that the recharger was reset and another recharge session was attempted. The poor coupling improved and they were able to get 2 coupling bars. The patient was going to try to charge at home and meet with the rep in the next week. Additional information was received reporting that the patient claimed she only was able to get 2-4 coupling bars during recharging session. However, the rep was able to see typical coupling of 8 bars reported on the clinician programmer. The rep asked if it was possible that those values would not coincide with actual coupling. Technical services reviewed that the clinician programmer only takes one data point so it may not match the overall average coupling that the patient gets. The rep stated that in the office today he was able to get 6 coupling bars but the connection was not consistent, it would drop below 6. Rep stated that the battery felt superficial and there did not seem to be swelling. It was reported that the other rep that worked with the patient tried two other rechargers (insr) but did not get better coupling results. Technical services reviewed possibly giving the pocket more time to heal , working on position of antenna to try to maintain 6 bars, having the medical doctor evaluate the pocket and if they really could not get good coupling, then pocket revision may be necessary. Additional information was received from the rep reporting that the patient met with another rep the week prior to the report and they were able to get 4-6 coupling bars, however, the patient was still having trouble with no coupling so the rep met with the patient again. The rep tried using the antenna locate (al) feature but was only able to get a baseline of 30 to 36. The rep stated that the implant was shallow and had a tiny angle but it wasn¿t significant; impedances were also run but they did not reveal anything. The patient had an x-ray which showed that the ins did not appear to be flipped. The rep further reported that they tried multiple rechargers, directly on the skin, over clothes, spacers, the antenna dial and multiple patient positions to try to get coupling with the device. The rep then noted that the ins was very superficial and did not appear to be at an angle. The rep stated that the patient was getting great therapy and was worried to have surgery; they were planning a pocket revision the rep wanted to know if they should replace the ins or try to put the current ins in a sterile sleeve and test it in the operating room. No symptoms were reported. No further complications were reported/anticipated.